Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet and a usb outlet. Customer¿s blood glucose value was 103 mg/dl. The customer was instructed to charge the pump with the wall adapter for 30 minutes. The customer declined tandem technical support to follow-up regarding the reported issue.